Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcified degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not expected for return as it was explanted approximately fourteen years ago. The root cause for the degeneration observed in this case was likely due to patient related factors and the progression of the underlying valvular disease pathology. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through investigation that an unknown edwards aortic valve implanted was explanted after an approximate implant duration of 8 years due to mixed aortic valve disease (degenerated aortic homograft). The device was replaced with the 23mm pericardial aortic valve. No additional details were available.

Event description:
Edwards received information through investigation that an unknown edwards porcine aortic valve implanted was explanted after an approximate implant duration of 8 years due to severe aortic insufficiency. The device was replaced with a 22 mm homograft root. No additional details were obtained.

Manufacturer narrative:
Edwards received additional information through follow-up. A supplemental report was submitted to include correct b5, b7, and f10. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.